Event description:
It was reported that the lead helix would not extend and retract.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. The reported field event of helix extension and retraction issue was confirmed. Foreign material was found on helix. Excessive medical adhesive might have contaminated the helix during production.